Manufacturer narrative:
Additional information in b4, g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The returned hook was evaluated. The tip was found to be fractured, confirming the alleged device malfunction. A definitive cause cannot be determined based on the available event details provided. A review of the manufacturing records did not identify any issues which would have contributed with this event.

Event description:
It was reported that the tip of a removal hook was found to have fractured off during device inspection upon return to zimmer biomet from the field. No information was provided with the returned in relation to surgical or patient impacts.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a removal hook was found to have fractured off during device inspection upon return to zimmer biomet from the field. No information was provided with the returned in relation to surgical or patient impacts.